Event description:
Hearing performance with the device decreased as the recipient has only 5 active channels. Affected channels could no longer be managed with fitting. There is no report of an accident or trauma.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device decreased as the recipient had only 5 active channels. Affected channels could no longer be managed with fitting. The recipient has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The performance of the user decreased. Re-implantation is considered.